Manufacturer narrative:
(B)(6). The product has not been returned for inspection. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information received indicated that the product was stored properly according to the IFU. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. Another optease was used to complete the procedure successfully. No other product issue was noted upon inspection of the product after removal from the patient or prior to shipping for inspection. No additional information is available. Complaint conclusion: as reported, during preparation of the optease retrievable vena cava filter device the obturator of the device was noted to be broken in half. There was no reported patient injury. The product was stored properly according to the IFU. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. Another optease was used to complete the procedure successfully. No additional information is available. A non-sterile obturator was received inside a plastic bag. Per visual analysis it was noticed that the obturator was received separated in two pieces at 35.2cm from obturator distal end. No other issues were found. The obturator separated edges were inspected under vision system and elongation conditions were found. Also sem analysis was performed with the following results: sem results showed that the separation presented evidence of elongations and cut conditions, the pattern observed on the transversal section suggests that a sharp object induced the separation observed. No other anomalies were found during sem analysis. The obturator od/ID were measured near to separated and no anomalies were found. The DHR review could not be performed since complaint lot is unknown. The complaint reported by the customer as ¿obturator - separated-prior to use¿ was confirmed since the obturator was received separated in two pieces. However, the root cause of the separated condition found on the received obturator could not be conclusively determined during the analysis, this separated condition does not appear to be as manufacturing related as during sem results showed that the separation presented evidence of elongations and cut conditions, the pattern observed on the transversal section suggests that a sharp object induced the separation observed. Controls are in place to verify the thrombectomy systems for damages or separations on the obturator. Therefore, no corrective and preventive actions will be taken at this time. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.

Event description:
As reported, during preparation of the optease retrievable vena cava filter device the obturator of the device was noted to be broken in half. There was no reported patient injury. Additional information has been requested.